Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the probe was reported to be deformed. It was noted that the product was not used in subsequent procedure. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a the manufacturer representative (confirmed via healthcare provider) indicated no patient was present at the time of the event. The instrument was not able to pass verification. The distributor currently had possession of the instrument. The lot number was unknown.